Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 65-year-old female patient of unknown origin. Medical history was not provided. Concomitant medication was not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via reusable device (humapen ergo ii), for the treatment of an unknown indication, beginning on an unknown date. Dose, frequency and route of administration were not provided. On an unknown date, while on insulin lispro therapy, she experienced that reusable device was not good as the insulin was not being injected (B)(4), lot: 2008d01) due to which her blood glucose was very high, and she thought she had hyperglycemia. Additionally, she was blind so she could not see that the cursor was not able to push the refill. She mentioned that this was very serious because she was at risk of death because of it. The events of blood glucose increased and hyperglycemia was considered serious by the reporter due to medically significant reasons and event blind was considered serious by the company due to medically significant reasons. Information regarding corrective treatment and outcome of the event was not provided. Treatment status of insulin lispro was not provided. The operator of huma pen ergo ii was the patient herself (considered improper use as she was blind) and her training status was not provided. The general device model duration of use and suspect humapen ergo ii device duration of use was not provided. The suspect device status was not provided, and its return status was unknown. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro treatment or the humapen ergo ii device. Update 04-may-2026: additional information was received from initial reporting consumer on 28-apr-2026 in response to follow-up question. Added two serious events of blind and hyperglycemia (removed previously coded event visually impaired). Updated narrative with new information. Edit 12may2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.